Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09 april 2024, a 25mm amplatzer multi-fenestrated septal cribriform occluder was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the shape of the device was unsatisfactory with a large distance between two discs and malposition of the device on the septum. The deformed device was never released from the delivery cable while inside the patient. The device was recaptured and appeared bulging on the table. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 25-18mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a 9f delivery system was used. Additionally, photos were received from the field and the photos appeared to demonstrate deformation on the device. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the available information, the cause of the reported device deformity could not be conclusively determined. The reported off-label use was related to user used an amplatzer multi-fenestrated septal occluder - cribriform for a patent foramen ovale (pfo) using a 9f amplatzer torqvue delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. "

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal cribriform occluder was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the shape of the device was unsatisfactory with a large distance between two discs and malposition of the device on the septum. The deformed device was never released from the delivery cable while inside the patient. The device was recaptured and appeared bulging on the table. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 25-18mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.